Event description:
Related manufacturer reference number:2017865-2021-30760. It was reported that the patient presented to the emergency room with an irregular heartbeat. Upon review, it was discovered that the right atrial lead and the right ventricular lead both exhibited high capture thresholds. An x-ray was performed, and it was noted that the leads were twiddled. The leads were found to be twisted in the pocket. No attempt was made to straighten out the leads and they were both explanted and replaced. The patient remained stable before, during and after the procedure.